Manufacturer narrative:
The event code and responsible quality assurance (qa) group updated as sample received was related to tubing. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the open line tubing was occluded (the condition of aspiration and actuation was unknown) during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. A calibrated system console representing the current software version was used to test the sample. No occlusion nor detachment was found in the tubing insertion to the probe engine. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample primed and passed intraocular pressure (iop) calibration successfully. No message code appeared on the screen. Fluid flowed from the tip of the probe during proportion reflux test. The probe could actuate in momentary vitrectomy mode. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of cutter occurred (the condition of aspiration and actuation was unknown) during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).